Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, as a result the lem board was replaced and calibrated. It was also noted that the printer was replaced, the right keyboard hinge was broken and the keyboard was installed. The hard drive was reconfigured and software was reloaded. Product ID: 229047 analyzer. (B)(4).

Event description:
It was reported there was no ECG (electrocardiogram). The programmer was returned for repair. No patient complications were reported as a result of this event.